Event description:
It was reported that the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions and was unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. A new charging supplies was sent to the customer.